Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of wrench accessory, serial # unknown, determined there was no anomaly found with the wrench accessory.

Event description:
It was reported that the surgeon used one of the blue torque wrenches to tighten the protective cap until the click. The tightening force was too much, and the distal contact of the lead was damaged. The lead was already implanted, and as they did not intent to use the damaged contact the lead was left in place. It was reported that there was no pt injury, and no pt outcome was provided. It was unclear which of the two leads were damaged. Refer to MFR report #6000153201108226.